Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the insulation of the cable was damaged exposing the wires underneath. The plug harness assembly was replaced to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that in the cleaning process after use, it was detected that the connection cable is cracked. Neither surgery nor patient involved. Investigation found there was exposed wire. No adverse event was reported as a result of this malfunction.